Event description:
It has been reported to us that during the procedure, the guide wire tip coils became unraveled. Moderately calcified mid right coronary artery lesion. The procedure went smoothly with no complications. The guide catheter placed easily, wire passed lesion without incident and placed in the distal vessel. The physician inserted the primary stent followed by a post-dilatation. It was upon wire pull back and removal from guide catheter (outside of body) that it was noticed distal tip of wire was unraveling. As the wire continued to be removed from guide catheter (remaining outside of body), the distal tip of the wire (coils) completely unraveled. Product available for return.

Manufacturer narrative:
The actual complaint sample was returned and evaluated. Visual examination of the returned guide wire revealed that the wire is in one piece and unraveled but not broken. The proximal and distal joints are intact. The distal core wire is detached from the distal tip joint. The tip of the guide wire is severly kinked. The measurements from the proximal wire to distal core wire attached to the hypotube indicate that the overall length is within manufacturer specification. A review of the device history record did not detect any deficiencies within the manufacturing process. The event has been confirmed for stretched wire. The analysis is complete as of today (B)(4) 2012.